Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system - battery/(B)(4)/model #: 1650/expiration date: 2018-07-31, (B)(4), yes, return date: 2018-02-16, no, device evaluation anticipated, but not yet begun. Mfg date: 2017-07-31, (B)(4), other devices involved in this event: heartware ventricular assist system - battery: battery/(B)(4)/model #: 1650/expiration date: 2018-10-31, (B)(4), yes, return date: 2018-02-16, no, device evaluation anticipated, but not yet begun, mfg date: 2017-10-31, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was electrostatic discharge (esd) which ¿fried¿ the batteries. The batteries would not provide power to the controller and a power disconnect alarm occurred. The batteries would register a charge when the button on the battery was pushed, but the controller would not recognize the connected batteries. Log files were submitted; however, the data did not cover the date of the esd so an incomplete data transfer from the controller to the monitor was suspected. The controller remains in use and both batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional products: battery / bat583235 d4 expiration date: 2018-07-31 UDI#: (B)(4) d10: yes, return date: 2018-02-16 h3: yes h4: mfg date: 2017-07-31 h6 FDA method code(s): 10, 23, 38 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 product event summary: in relation to the reported event, bat583235 passed visual inspection but did not pass ti firmware check. It failed due to an enabled afe-c flag. No log analysis are required for this type of failure. As a result the reported event was confirmed. Additional products: battery / bat587861 d4 expiration date: 2018-10-31 UDI#: 0100888707000369 d10: yes, return date: 2018-02-16 h3: yes h4: mfg date: 2017-10-31 h6 FDA method code(s): 10, 23, 38 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 product event summary: in relation to the reported event, bat587861 passed visual inspection but did not pass ti firmware check. It failed due to an enabled afe-c flag. No log analysis are required for this type of failure. As a result the reported event was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: two batteries (B)(4) were returned for evaluation. Controller (B)(4) and pump (B)(4) were not returned for evaluation. Review of the manufacturing records confirmed that the associated controller and pump met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned batteries in relation to the reported event. Failure analysis revealed that both batteries passed visual examination. Functional testing revealed that both batteries were inoperable, as there was no power output at the connector pins and the batteries were unable to communicate with a controller. Testing revealed that, in both batteries, there was a communication error between the gas gauge integrated chip (ic) that monitors the battery and reports information to the controller and the ic that measures cell pair voltages and provides safety protection when certain conditions are met. As a result, the reported event was confirmed. Log files covering the reported event date were not available for analysis. The most likely root cause of the reported event may be attributed to an internal communication error within the batteries. Additional products: battery (B)(4). D4 expiration date: 2018-07-31 UDI #: (B)(4). H3: yes h4: mfg date: 2017-07-31 h5: no h6 FDA method code(s): 10, 20, 23, 38 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 product event summary: in relation to the reported event, (B)(4). Passed visual inspection but did not pass ti firmware check. It failed due to an enabled afe-c flag. No log analysis are required for this type of failure. As a result the reported event was confirmed. Additional products: battery (B)(4). D4: expiration date: 2018-10-31 UDI #: (B)(4). H3: yes h4: mfg date: 2017-10-31 h5: no h6 FDA method code(s): 10, 20, 23, 38 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 product event summary: in relation to the reported event, (B)(4). Passed visual inspection but did not pass ti firmware check. It failed due to an enabled afe-c flag. No log analysis are required for this type of failure. As a result the reported event was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.